Manufacturer narrative:
(B)(4).

Event description:
It was reported that while emerging from anesthesia after implant, the pt vomited. On her way home, the pt developed a fever of 103 degrees fahrenheit and experienced shortness of breath. She returned to the hospital and presented to the emergency room where she was admitted to rule out aspiration pneumonitis.